Manufacturer narrative:
This lead will not be returned as it was discarded following the explant procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had presented to the emergency room one day post implant due to a dog had jumped on the patient's chest causing the patient to jerk to get away resulting in non-stop hiccupping. It was confirmed this left ventricular (lv) lead had dislodged. An attempt to reposition this lead was unsuccessful. The lv port on the device was plugged. A future plan to place an epicaridal lead was noted. There were no adverse patient effects reported.